Event description:
The customer reported that the pump battery was depleting faster than expected. There was no adverse impact to the customer's blood glucose level as a result of this issue. The problem was resolved after the pump was reset and the customer continued to use the pump for insulin therapy.